Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted. The patient was prescribed a single anti-platelet therapy. On 26 april 2024, a device related thrombus was noted on transesophageal echocardiogram (tee). The patient was placed on dual anti-platelet therapy (dapt). The patient was reported to be in good condition. No treatment was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer noted that ¿single tee still image confirms the presence of drt on the device disc.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the patient was put on dual antiplatelet therapy. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.